Event description:
A trilogy 100 ventilator was returned to a third party service center for service. During the evaluation of the device at the third party service center, a check circuit alarm code was found related to the patient circuit being set up incorrectly. There was no reported patient involvement. The third party service technician replaced the device's blower to address the error code. The device passed all testing. No further investigation is required.

Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to a third party service center for service. There was no reported patient involvement. During the evaluation of the device at the third party service center, a check circuit alarm code was found related to the patient circuit being set up incorrectly. The third party service technician states that the device's blower needs to be replaced to address the error code. Additionally, unrelated to the reportable malfunctions, the sound abatement foam was replaced. The unit also requires a new keypad due to cosmetic damage. Testing has been completed and the unit passed. No further investigation is required. The become aware date on the original report was incorrectly stated as 03/04/2025 but it has since been updated to 01/30/2025 to reflect the correct date.